Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse observed that the iabp unit would not power on and short click could be heard. The fse investigated further and traced the issue back to the solenoid driver board. The fse ordered the solenoid driver board, then returned to the customers site at a later date to complete repairs. The fse completed the solenoid driver board replacement then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. Patient height: 69 inches.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) shutdown unexpectedly. It was later reported that while the end user was preparing to transport, the console turned off while still plugged in. The end user ensured the console was fully plugged in, and switched on the iabp unit using various outlets. The end user observed that the screen would then flash while as if the iabp unit was turning on, but would not show anything. The end user was able to swap out the iabp unit to another iabp unit to continue therapy without issue. There was no patient harm, serious injury or adverse event was reported.

Event description:
N/a.